Event description:
The patient is a patient who was undergoing surgery to correct an overbite. Per the report from the or, the drill attachment to the handpiece turned on its own without the foot pedal being depressed. The drill shaft came in contact with the inner aspect of the patient's mouth on the left cheek, and an area of mucosa approximately 1" long was reddened starting at the inner corner of the patient's mouth. No further intervention was required. The drill, handpiece, power cords, console and foot pedal were quarantined. The console has been checked by medical engineering, and no problem was found. Stryker has the handpiece, attachment, etc.